Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The steel protection sleeve was inspected and has no observed issue. (B)(4) (supplier) does not produce the outer protection sleeve that has the broken fragment piece. (B)(4) produces the steel protection sleeve with which the outer protection sleeve is placed. The steel protection sleeve was inspected and has no observed issue. No manufacturing related issue was identified and/or confirmed; therefore, a review to the specific product risk management profile is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufactured the 14.5mm protection sleeve straight for 12mm-13mm nails, p/n (B)(4), lot # 6493642. The certificate of compliance, dated april 14, 2011, indicates the parts were manufactured and conformed to material requirements and met the hardness and required specifications. The lot was inspected and conformed to the synthes incoming final inspection. There were no mrrs, ncrs, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on april 26, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that during a tibia nail implant procedure the tip of the reported outer protection sleeve was torn and came off. The surgeon attempted to retrieve the broken fragment but it could not be located. The broken fragment was reported to be 3mm x 10 mm in size. The surgeon treated the patient by cleansing the affected part area (knee joint). The surgery was extended due the reported event but the exact time is unknown. This report is 2 of 3 for (B)(4).